Manufacturer narrative:
The device and accessories were evaluated by a third party and found to be functioning to specification. The electrode pads were not evaluated. The ECG clinical data file was provided for review. The log showed several cable related errors that confirmed the device did not charge as it was in a cable fault state. The electrodes attached did not have a valid ID and alerted the user of the cable fault condition. The customer confirmed that non zoll pads were being utilized with the device at the time of the event. It has been concluded that the cable fault state seen in the logs was caused by utilizing these non-zoll pads. Zoll recommends only zoll electrode pads be used. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year-old male patient, the device displayed a "check pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.